Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (325 mg/dl). Customer treated elevated bg level with a manual insulin injection. System check was performed with tandem technical support and the pump performed as intended. Follow up with the customer the following day indicated that customer changed out the cartridge and infusion set and bg level improved (140 mg/dl).